Manufacturer narrative:
No evaluation results are available at this time form the (B)(4) office. Once the information related to the event is available, the information will be forwarded in a supplemental MDR. The product device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that prior to the use on a pt; the iabp did not start when the customer attempted to turn on using on/off switch. The iabp unit will turn on sometimes, and not the other times. The operation itself was successfully completed. No pt injury was reported.